Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump language changed on its own. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the issue was resolved after resetting the pump.